Event description:
The customer reported the system had a saturation fault error and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.